Event description:
It was reported that during an ladg procedure, the clip was malformed and fell out. Another like device was used. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.